Event description:
It was reported that the patient faced tape not sticking issue due to weak glue on (B)(6) 2026.

Manufacturer narrative:
E1: event city: (B)(6). Event country: poland. (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.